Event description:
A director of nurses reported that the system had vacuum issues during a surgical procedure. The system was switched out to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and was unable to replicate the reported issue. The company representative then tested the system and performed a preventive maintenance (pm). The system met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).